Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that there weren't any circumstances that led to the implantable neurostimulator (ins) battery/having to turn up stimulation, worsened leakage, and bladder spasms. The patient only noticed the device became ineffective. The steps taken to resolve the low ins battery/having to turn up stimulation, worsened leakage, and bladder spasms were the patient made an appointment with the new urologist. Surgery to replace the ins and lead are scheduled.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy. The patient stated that the ins is working and she feels stimulation, but it is not as strong. The patient is experiencing "a lot of leakage" and also o stated that this device has never been as good as her first ins. While using the first ins the patient had to wear a thin panty liner only and now the patient is having to wear a light to moderate pad and can go through two or three each day. The patient stated that the patient programmer (pp) showed that the ins battery was low, which was unexpected as the first ins lasted nine years and this one has only lasted two. When asked about any trauma or falls the patient did state that she had fallen off her horse about 5-6 months ago, but said that "it didn't affect the lead" and that "she knowns how the lead works." The final symptom the patient reported was having severe bladder spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.